Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 04-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of muscle injury ('muscle injuries') in an adult female patient who had essure (batch no. C68118) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced muscle injury (seriousness criterion medically significant) and tendonitis ("repeated tendonitis"). At the time of the report, the muscle injury and tendonitis outcome was unknown. The reporter considered muscle injury and tendonitis to be related to essure. Batch no c68118, production date 2014-06-18, expiration date 2017-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of muscle injury ('muscle injuries') in an adult female patient who had essure (batch no. C68118) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced muscle injury (seriousness criterion medically significant) and tendonitis ("repeated tendonitis"). At the time of the report, the muscle injury and tendonitis outcome was unknown. The reporter considered muscle injury and tendonitis to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.